Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000149813.

Event description:
Related manufacturer report number: 3006705815-2024-02579, 3006705815-2024-02580, 1627487-2024-07967. It was reported that the patient's lead had migrated. During the procedure it was discovered that the patient's system was infected, and the system was explanted. The investigation did not determine which lead attributed to the issue.

Manufacturer narrative:
Correction b5: missing related report number. Correction d10: previous anchor quantity was incorrect.

Event description:
Related manufacturer report number: (B)(4).